Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip." The following information was provided by the initial reporter. The customer stated: "during use, the needle leaked blood."

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes. Returned to manufacturer on: 2022-09-06. H.6. Investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause leakage. Another 10 retention samples were randomly selected and subjected to a sleeve function test (draw water using 10 tubes per needle) to test for poor sleeve recovery. No defects were observed as the samples passed the test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip." The following information was provided by the initial reporter. The customer stated: "during use, the needle leaked blood."